Event description:
It was reported that patient presented to clinic for generator change and the atrial lead impedance had dropped. Additionally, the atrial had noise and was over sensed associated inappropriate mode switch. The atrial lead was capped and replaced with a new lead on (B)(6) 2025. The patient was stable throughout procedure.